Event description:
The patient reported hearing a one-tone audible alarm approximately every minute. The pump reservoir was due to be refilled in 03/2007. The patient reported that she has already contacted her physician, and reported feeling "very sick to her stomach and in a lot of pain." The manufacturer redirected the patient back to her hcp for additional follow up regarding her reported symptoms, and possible intervention. Additional information has been requested from the patient's physician regarding the patient reported events, and a follow up report will be sent when new information is received.